Event description:
The customer contact reported the device delivered less than intended. The device was returned to the user facility's clinical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing, the device delivered less than intended. There were no reports of any adverse pt events or delays in critical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.